Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 190 mg/dl at the time of incident. The customer's blood glucose was 494 mg/dl at the time of call. The customer's blood glucose was 509 mg/dl at the end of call. The customer stated that she treated her high blood glucose with manual injections. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues. The customer declined to check settings. The customer performed self-test and self-test completed successfully. The insulin pump will not be returned for analysis.